Event description:
Reporter alleged the needle from the softclix plus lancet device used in finger-stick blood glucose testing would not retract and protruded outside the end cap after it was used. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective priming mechanism. Unable to determine if lancet retracts properly.